Event description:
In february 2003, the pt was seen at the center for evaluation of a post-operative wound infection. The pt was admitted to the hospital that same day due to fever and pus from the wound site. The physician's chart notes indicated "wound infection; open wound, staples showing: placed drain; [illegible drug name prn], stiff neck; temperature 99.8". In february 2002, the audiologist reported that the csf results confirmed streptococcal meningitis.